Event description:
It was reported that the pressure transducer sub-test failed during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the returned inspiratory pressure transducer printed circuit board (pcb) has been completed. The pcb was installed in a reference system for simulated use testing. The pressure transducer failed during pre-use check, as reported. The offset of the sensor had drifted outside the allowed limits. Inspecting the pressure sensor in a microscope showed an unknown particle on the sensor. The root cause of why there was a particle on sensor has not been determined. If the pressure sensor is drifting during ventilation it can cause the airway pressure to deviate from the target value, this will be detected by generated alarms. It will also be detected during pre-use check if the sensor has drifted outside the limits. Evaluation of logs shows that the issue first occurred on (B)(6) 2017 date of event is corrected to this date.

Event description:
(B)(4).